Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center (B)(4), reason for repair is the unit alarms are not functional, unit smells, power button doesn't work, and error code. The key failure is the sieve is leaking, which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the (B)(4) as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this FDA report.